Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed out the tubing 3 times and the pump was still reading no delivery. Customer's blood glucose was 153 mg/dl at the time of the incident. Troubleshooting was performed and the insulin did not exit. Customer assembled a new infusion set with the current reservoir and the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with a manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir. Customer will receive replacements for the reservoir and 4 infusion sets.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.